Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information regarding the broken desktop charge and inability to charge the recharger was omitted and addressed in pe (B)(4). The patient reported a loss of therapy and no symptom relief, which occurred daily. Stimulation change was reported to be related to positional movement. There were no falls or trauma. The patient programmer showed stimulation to be on. Stimulation change was possible. The stimulation was not relieving the pain as it did during the trial. He had not been getting any pain relief since it was put in on (B)(6) 2015 and he had pain down from the patient's butt cheeks "and across their lower backs" and it was not doing anything to help the pain. The patient outcome was not reported. The indication for therapy was spinal pain. Additional information was received from the consumer on 2017-04-28 reporting that there was poor or no telemetry with recharging. There was poor communication. The patient could not charge the implant and the reposition antenna screen was seen. It was asked but unknown the last time the patient had stimulation as the patient reported that they had not used the device since 2 months after they were implanted because it did not provide them symptom relief. It was mentioned that the patient believed the device was implanted 1 vertebral body down from the one that was implanted during the trial. The patient was unable to communicate with the patient programmer. It was reported that the patient would be getting the device taken out instead of getting it recharged at the health care professional (hcp) office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.